Event description:
The customer reported via phone call indicating that the insulin pump alarm button error during priming stage. Customer's blood glucose was 87 mg/dl. The customer stated that nothing significant happen leading to the alarm. Customer stated they are unable to complete the rewind sequence. The customer received an a33 alarm. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer declined to troubleshoot for a33 alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.